Event description:
It was reported that after a cryo ablation procedure, the patient experienced gastrointestinal fullness. An x-ray was conducted and it confirmed that a transient had occurred. The patient's hospital stay was extended and the gastrointestinal fullness recovered. It was noted that the patient had no subjective symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files for the date of the reported event were returned and analyzed. The data files showed at least eighteen applications were performed with the balloon catheter, 2af284 with lot 73672, on the date of the event. Data files confirmed temperature and flow issues unrelated to the reported clinical issue. The balloon catheter was not returned for investigation. In conclusion, the reported clinical issue can not be confirmed through data analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.